Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio2: 7.5, reference meter: 2.3. Nurse's inratio2 meter. Target range is 2.0 - 3.0 inr. Confirmed pt is on just coumadin and avelox, no change in diet. Testing on pt meter used lot 243934 (just received new strips 3 weeks ago). The nurse used strip lot 243396 on her inratio2. Confirmed nurse used 2 different fingerstick for each test.